Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical products: 5076-45 lead, implant date: (B)(6) 2002.

Event description:
It was reported that the right ventricular (rv) lead integrity alert (lia) had triggered due to high rv impedance, high rate non-sustained episodes and high sensing integrity counter (sic). It was noted the rv impedance varied and spiked. Follow up with the physician's office indicated the lead was replaced. No patient complications have been reported as a result of this event.